Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion, the balloon would not unwrap. Manual inflation was unsuccessful. As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".